Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported that the 2700-030, adult tape ECG cleartrace 2 rtl conductive adhesive gel device was being used on (B)(6) 2025 during an unknown procedure when it was reported ¿the client used electrodes on patients to perform MRI studies, then while cleaning the patient they observed burn-like lesions on the skin just where the monitoring electrodes were placed.¿ further assessment questioning found that ¿the patient obtained 1st degree burns & they were located at all sites where the monitoring electrodes were placed. The burns are being treated by a specialist in dermatology, we do not know this information. The patient is discharged.¿ there was no report of extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported that the 2700-030, adult tape ECG cleartrace 2 rtl conductive adhesive gel device was being used on (B)(6) 2025 during an unknown procedure when it was reported ¿the client used electrodes on patients to perform MRI studies, then while cleaning the patient they observed burn-like lesions on the skin just where the monitoring electrodes were placed.¿ further assessment questioning found that ¿the patient obtained 1st degree burns & they were located at all sites where the monitoring electrodes were placed. The burns are being treated by a specialist in dermatology, we do not know this information. The patient is discharged.¿. There was no report of extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. The root cause cannot be determined, however, based upon the photo, and the risk document; the likely cause of this event was poor placement of the electrodes. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised during surgical procedures place ECG electrodes and leads as far as possible from the electrosurgical site to minimize rf current flow through the ECG electrodes. Placement is important in reducing the potential for patient harm in the event of a defect in the dispersive electrode. We will continue to monitor per regulatory requirements to help ensure patient safety.